Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was prepared per the instructions for use. However, while inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed in the sgc hemostasis valve. Aspiration was performed, but the issue was not resolved. A decision was made to remove the cds. However, while removing the cds, the clip did not fit properly into the clip introducer, and it was observed that the clip introducer was damaged; the tip of the clip introducer had come into contact with the clip and tore. The clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak and damaged clip introducer were confirmed via returned device analysis. The reported retraction problem was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the observed torn silicone valve in the clip introducer and the reported damaged clip introducer was due to the retraction problem. However, a cause for the tear and retraction problem cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was prepared per the instructions for use. However, while inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed in the sgc hemostasis valve. Aspiration was performed, but the issue was not resolved. A decision was made to remove the cds. However, while removing the cds, the clip did not fit properly into the clip introducer, and it was observed that the clip introducer was damaged; the tip of the clip introducer had come into contact with the clip and tore. The clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.